Event description:
The stent they used literally disintegrated into the pt. The stent actually expired in march and the procedure was also held. I was able to retrieve the stent and I have sent it back for review. The account would like for cook to sign an FDA form. Pt is currently "ok".

Manufacturer narrative:
One used stent was received noting the stent to be separated into four separate segments. The tether was observed to still be attached to one of the coils. The first segment contained one coil and a portion of the stent body; the point of separation occurred at a sideport. The second segment was noted to be part of the stent body containing cracks with longitudinal tears at each sideport. The third segment was also part of the stent body and was also noted to be cracked with longitudinal tears at each sideport. The fourth segment was noted to contain the second coil. Based upon the measurements of each segment, an entire stent length has been returned for eval; however, within the longitudinal tears, it cannot be determined if all fragments were returned. Based upon the lot number info provided, the stent set expired the same month placed. Add'l info received indicates the stent separated during placement in 2009. The physician flushed the urinary system to ensure no fragments were left in the pt; another stent was then placed. The pt was not injured during this incident and is currently "ok". Further info has been requested concerning instruments used during the procedure as well as storage conditions. As add'l info becomes available, it will be forwarded.